Manufacturer narrative:
The user facility reported to have replaced the oxygen sensor. The component was discarded by the user facility thus will not be further evaluated by the manufacturer. (B)(4).

Event description:
A report was received stating, during use, an 840 ventilator's oxygen (o2) level declined and an alarm was generated. The ventilator did not stop cycling, however the patient was removed from the device and placed on an alternate ventilator. There was no harm to the patient reported.